Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The articular surface trial chipped while the surgeon was trying to take it out after trial reduction was completed. No patient harm. No additional information.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number  0001825034-2023-00146.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number  0001825034-2023-00146.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h9, h10. Complaint sample was evaluated and the reported event was not confirmed. Visual evaluation of the returned device shows signs of repeated use and a hole on the device is deformed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.